Event description:
It is reported that after broaching the stem did not fit. The stem was too small and sunk in deeper than the broach. The surgeon reamed up and implanted a larger stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.